Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 7 events were reported for this quarter. Product return status: 7 devices were received for evaluation. Evaluation status: 7 events were confirmed during testing. 5 devices were found to be affected by corrosion. 1 device was found to be affected by compromised lubrication. 1 device was found to be affected by a broken push rod. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.